Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed blisters on the back under the rear therapy electrodes. The patient was reportedly bedridden for two weeks. Follow up indicated that the patient was provided a cream from their rehabilitation facility and the blisters were improving.